Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer fell and the pump touchscreen became cracked and unresponsive. Blood glucose 134 mg/dl. Reportedly. The customer had manual injections available as alternate insulin therapy.